Event description:
It was reported that a review of log file data revealed a motor start event with parameters outside of the typical range. It was also reported that the controller exhibited a controller fault alarm due to the internal battery end of life, and an unexpected loss of power due to an accidental double disconnect of power sources. It was noted that a plan of discussion took place for this ventricular assist device (vad) patient that there is a potential for recovery and decommissioning of the vad. The alarm was permanently silenced in lieu of exchanging the controller. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sept-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date: 18-sept-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 9/jul/2024 at 09:13:24 in which the motor start parameters were atypical. Log file analysis revealed one (1) controller power-up event, with an associated motor start event, logged on 9/jul/2024 at 09:13:19. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 99% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 20% rsoc. The data point recorded after first loss of power revealed that bat(B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for twenty-one (21) seconds. No anomalies were recorded leading up to the loss of power. Additionally, review of the alarm log file revealed one (1) controller fault alarm was logged on (B)(6) 2024 at 09:48:43, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarms may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.